Event description:
It was reported that there was a cassette sensor error. There was no patient involvement.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 3/10/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "cassette sensor error¿ was able to be replicated. The flex circuit was replaced. All tests passed within specifications. Probable cause: sensor cassette error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.